Event description:
On (B)(6) 2017, during an amplatzer septal occluder implant, the screw of the delivery cable broke inside the septal occluder device. The occluder device was snared, and another amplatzer septal occluder was implanted with no reported patient consequences.

Manufacturer narrative:
The reported event of a the delivery cable end screw breaking off inside the septal occluder was confirmed, however, no anomalies were found with the 28 mm amplatzer septal occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined; however, per the instructions for use artmt100116885 rev. A, the recommended delivery system size for a 28 mm amplatzer septal occluder is 10f. The fracture of the end screw is consistent with an under-sizing of delivery system, which overloaded the end screw during advancement and deployment.